Manufacturer narrative:
(B)(4).

Event description:
Procedure: liver resection. According to the reporter: the instrument was loaded, but not cycled by the support staff. The staff fired the device with a vascular reload onto the portal vein, and the resection toggle was pulled back but the reload would not open. The vein was stitched and the reload was resected closed. A second gun was opened and fired fine. Patient is fine.